Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and determined that definite erosion occurred.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event is being investigated further and will be reviewed by the st. Jude medical erosion board. This MDR will be updated if a definite erosion is confirmed.

Event description:
According to the information received, a 20mm amplatzer septal occluder (aso), was implanted in a (B)(6), female patient with a secundum atrial septal defect (asd) on (B)(6), 2011. The native defect measured 20.6mm and balloon-sizing revealed a 20.6mm x 20mm asd with a stop-flow diameter of 18mm. The aortic, av valve, svc and ivc rims were reportedly sufficient. On (B)(6), 2012, the patient presented at the emergency department with complaints of acute chest pain with syncope. The patient was found to have a pericardial effusion and right upper abdominal fluid. Initially, the patient was admitted to the local medical center, but deteriorated and was transferred on (B)(6) to the site where the aso was implanted. That same day, the patient was taken to the or and had repair of the left atrial erosion with removal of the aso. The patient was scheduled to return for surgery on (B)(6) for exploration of the chest due to post operative bleeding.